Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that patient¿s ins was 17 years old. This was an issue with an acute pain that he thought was the stimulation. The stimulator was at end of service (eos). The healthcare provider suggested that the patient go to the emergency room if his pain did not decrease to take care of acute pain. The cause of the unresponsive ins and pain was not related to the ins, as the ins had been dead for years. The patient¿s weight was unknown. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the ins was unresponsive. The caller was unable to communicate with the battery. The patient currently feels stimulation and severe pain. The was a sudden change in therapy/symptoms and occurred 2-3 weeks ago. The representative was redirected to the healthcare provider. No further complications were reported/anticipated.